Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: dtpa2qq crt-d implant date: (B)(6) 2024 explant date: (B)(6) 2024 479888 lead implant date: (B)(6) 2024 explant date: (B)(6) 2024 5076 lead implant date: (B)(6) 2024 explant date: (B)(6) 2024 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 7 weeks post implant of a left sided cardiac resynchronization therapy defibrillator (crt-d) system the patient experienced oozing from the implant site. The crt-d system was explanted due to infection. The patient completed a course of antibiotics and once the patient was clear of infection a right sided cardiac resynchronization therapy pacemaker (crt-p) system was implanted. No further patient complications have been reported as a result of this event.